Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needle was clogged and blood flowed slowly on 25 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-dec-2025. Investigation summary : bd received 192 samples for investigation. Ten of the customer samples were subjected to sleeve function testing to assess the functionality of the device. All samples passed testing exhibiting no signs of damage to the device, clogs, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needle was clogged and blood flowed slowly on 25 units. No adverse impact was reported regarding the patient or user.